Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available. See MDR 1213643-2009-00011 for information related to composix e/x mesh implanted in 2002.

Event description:
Attorney reports: in 2002 - the patient underwent a ventral hernia repair procedure with implant of a non-recalled composix kugel and a composix e/x mesh patch. In 2007 - both mesh patches were explanted. The patient continued to experience abdominal pain and discomfort.